Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
It was reported a detachment occurred. The patient was undergoing a pulmonary radio frequency ablation procedure on an unknown date. During removal of the probe, the distal portion (1 cm long) remained stuck to the patient's lung. The procedure was stopped and surgery was performed to remove the detached portion of the probe. No further patient complications were reported.

Manufacturer narrative:
Adverse event/product problem: corrected from adverse event/product problem to product problem. Outcomes attrib to adv event corrected from required intervention to prevent permanent impairment/damage to not applicable. Describe event or problem: corrected. Type of reportable event corrected from serious injury to malfunction. (B)(4). The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Device eval by manufacturer: an examination of the device revealed one coaccess electrode system was returned for analysis. Excessive residues were observed on the introducer cannula and electrode tines indicating use and handling of the device. The insulation in the introducer cannula does not have cuts, tears or any visible damage. No visual defects were noted with the electrode, the returned product looks under good conditions without evidence of damages or anomalies. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. The introducer cannula and stylet were submitted to dimensional inspections both were found within specifications.

Event description:
It was reported a detachment occurred. The patient was undergoing a pulmonary radio frequency ablation procedure on an unknown date. During removal of the probe, the distal portion (1 cm long) remained stuck to the patient's lung. The procedure was stopped and surgery was performed to remove the detached portion of the probe. No further patient complications were reported. It was further reported that a detachment did not occur. Ablation of the patient's lung was successful; however removal difficulties occurred. The tines were retracted and the distal portion of the coaccess system was noted to be adhered to coagulated tissue of the lung. The device was able to be removed with difficulty noted. The device remained intact. There was no intervention required and there were no patient complications.